Event description:
Caller states that he obtained a reading of hi on the device and went to the hospital as a result. He states that the hospital device tested him at 227mg/dl forty five minutes later. No treatment received. Quality controls were used and fell within acceptable limits. Requested return of suspect device and replacement was sent.